Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the last inserted sensor failed again as the needle was broken and stayed in body when the customer was removing the sensor. The customer's blood glucose level was 7.4 mmol/l at the time of the incident. The customer stated that directly after the insertion the sensor did not start. There was no sensor signal. The customer attempted to start the sensor again and finally removed the sensor. The device will not be returned for analysis.